Event description:
It was reported that a revision was performed due to implant disassociation.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the liner is damaged and discolored. Some of the locking tabs have fractured off of the liner. All fractured pieces were not returned. The cup is intact with no obvious signs of damage. The part and lot numbers are unknown for these devices. An evaluation performed by our research lab noted signs of cracking and subsurface cracking were observed on the largest piece of the liner which remained in the head. The combination of yellowish discoloration, subsurface cracking, and period of manufacture (implantation time reported to exceed 20 years), indicates that the liner may have been gamma sterilized. Therefore, the cause of liner fracture and subsurface cracking may have been the brittle state of the uhmwpe material combined with high stresses from contact with the femoral stem. Uhmwpe is normally a tough and ductile material, and does not behave in such a brittle manner. However, sterilization can affect certain changes to the molecular structure of the material. These changes render the material susceptible to oxidation over time. Although, the in vivo oxidation rate of sterilized uhmwpe is less than that from shelf aging, it can still occur. While the device information/date of manufacture and sterilization method is unknown, the visual appearance of this insert is similar to previously retrieved sterilized components that had periods of shelf and in vivo aging. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to implant breakage.